Event description:
It was reported the patient expired after implant. The implant was routine with no reported complications. The drug used in the implanted pump was pf morphine sulfate 10 mg/ml at 2 mg/day. All programming was verified as correct. Approximately one hour after implant, a 2 mg single bolus dose was ordered and delivered in twenty minutes. The patient was sent home and died that night or the next morning. The patient was found in bed expired by their spouse. Resusitation was not possible. An autopsy was being performed. Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
The pump and catheter were returned for analysis which was not complete as of the date of this report. A follow up report will be submitted when the device analysis is complete.